Event description:
The m.d. Attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. The arterial access site was confirmed in the common femoral artery & there was no evidence of tortuosity or scar tissue. The procedural sheath was inserted without difficulty. After the procedure was completed, the m.d. Exchanged the sheath for a guide wire & loaded the perclose device over the wire. It was reported that the m.d. Encountered "difficulty" when advancing the device through the subcutaneous skin layers using the "standard" 45 degree angle aproach. The m.d. Widened the puncture site by using a pair of artery forceps. The guide wire was then removed as the guide wire exit port entered the puncture site. It was reported that as the device was being further advanced, a considerable amount of resistance was encountered. In order to overcome the resistance, a moderate amount of force was applied & different angles of insertion were attempted. It was reported that the device "popped" into what was believed to be the artery. It was noted that there was no definitive "mark" from the marker lumen, only a slow "drip", therefore, the m.d. Decided to remove the device. During the removal of the device, "some" resistance was also encountered. Manual compression was applied for fifteen minutes & hemostasis was achieved. The pt was discharged home the next day. It was reported that the pt developed symptoms of a painful & cold left leg in 2003 & was admitted to the hosp 3 days later. The device was not returned for eval but the lot number was provided. The device history record was reviewed and no deviations were found relevant to this investigation. Co was not able to establish a root cause based on the available info.